Event description:
It was reported the patient experienced inadequate stimulation with their drg system. Patient had more widespread pain so they took out the drg system and put in an scs system restoring therapy. The investigation was unable to determine the lead attributed to the issue.

Manufacturer narrative:
B3 - date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: ab2315

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.